Event description:
(B)(6) study. It was reported that first degree heart block and thrombocytopenia occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A 27 mm (lot# 24304070) lotus edge valve was inserted. A kink was noted on the device. The 27 mm (lot# 24304070) lotus edge valve was removed. A second 27mm (lot# 24336108) lotus edge valve was inserted and successfully implanted. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the subject developed first degree heart block. No diagnostic test was performed, and no action was taken for the event. Post procedure summary: two (2) days post procedure, the subject developed thrombocytopenia. Lab test was performed as a diagnostic and the subject was treated with plavix. At the time of reporting, the event was considered recovering/resolving. The subject was discharged. Three (3) days post procedure, at the time of sleeping the subject had a 9 second pause. The subject was presented to emergency department. Electrocardiogram (ECG) revealed junctional rhythm with 100 seconds. On the same day, repeat ECG report revealed first degree av block. Telemetry revealed sinus tachycardia with p waves hidden in t waves with systolic bp 90s. Electrophysiology study was performed which recommended a new permanent pacemaker implantation. Four (4) days post index procedure, the subject was implanted with a new dual chamber non-bsc permanent pacemaker via left axillary vein successfully. The event was considered recovered/resolved. The subject was discharged on aspirin, atorvastatin, combivent respimat, and lisinopril.

Manufacturer narrative:
B5 describe event or problem: correction: it was further reported that the patient's previous reported 9 second pause while sleeping occurred two (2) days post implant, not three (3). B6: relevant tests/laboratory data: updated.

Event description:
Reprise IV study it was reported that first degree heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A 27 mm (lot# 24304070) lotus edge valve was inserted. A kink was noted on the device. The 27 mm (lot# 24304070) lotus edge valve was removed. A second 27mm (lot# 24336108) lotus edge valve was inserted and successfully implanted. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the subject developed first degree heart block. No diagnostic test was performed, and no action was taken for the event. At the time of reporting, the event was considered recovering/resolving. Post procedure summary: two (2) days post procedure, the subject developed thrombocytopenia. Lab test was performed as a diagnostic and the subject was treated with plavix. At the time of reporting, the event was considered recovering/resolving. The subject was discharged. Three (3) days post procedure, at the time of sleeping the subject had a 9 second pause. The subject was presented to emergency department. Electrocardiogram (ECG) revealed junctional rhythm with 100 seconds. On the same day, repeat ECG report revealed first degree av block. Telemetry revealed sinus tachycardia with p waves hidden in t waves with systolic bp 90s. Electrophysiology study was performed which recommended a new permanent pacemaker implantation. Four (4) days post index procedure, the subject was implanted with a new dual chamber non-bsc permanent pacemaker via left axillary vein successfully. The event was considered recovered/resolved. The subject was discharged on aspirin, atorvastatin, combivent respimat, and lisinopril. It was further reported that the thrombocytopenia is not related to the lotus edge valve. It was further reported that the patient's previous reported 9 second pause while sleeping occurred two (2) days post implant, not three (3).

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.

Event description:
Reprise IV study it was reported that first degree heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A 27 mm (lot# 24304070) lotus edge valve was inserted. A kink was noted on the device. The 27 mm (lot# 24304070) lotus edge valve was removed. A second 27mm (lot# 24336108) lotus edge valve was inserted and successfully implanted. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the subject developed first degree heart block. No diagnostic test was performed, and no action was taken for the event. At the time of reporting, the event was considered recovering/resolving. Post procedure summary: two (2) days post procedure, the subject developed thrombocytopenia. Lab test was performed as a diagnostic and the subject was treated with plavix. At the time of reporting, the event was considered recovering/resolving. The subject was discharged. Three (3) days post procedure, at the time of sleeping the subject had a 9 second pause. The subject was presented to emergency department. Electrocardiogram (ECG) revealed junctional rhythm with 100 seconds. On the same day, repeat ECG report revealed first degree av block. Telemetry revealed sinus tachycardia with p waves hidden in t waves with systolic bp 90s. Electrophysiology study was performed which recommended a new permanent pacemaker implantation. Four (4) days post index procedure, the subject was implanted with a new dual chamber non-bsc permanent pacemaker via left axillary vein successfully. The event was considered recovered/resolved. The subject was discharged on aspirin, atorvastatin, combivent respimat, and lisinopril. It was further reported that the thrombocytopenia is not related to the lotus edge valve.